Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke off at 17 mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The mfg history was reviewed, with no irregularities noted. Considering the eval result of the subject device, omsc concluded that the abnormal output of the device was due to the crack developed from the scratch on the probe by the physical stress during the procedure. After that, the probe broke when the user removed it from the pt. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during an unspecified therapeutic procedure, abnormal output occurred with the subject device. And then, the user inspected the device and he noticed the probe broke and fell outside the body of the pt. The device was new. There was no report of pt's injury regarding this event.